Manufacturer narrative:
The device was returned for evaluation. A tear was discovered in the exposed portion of the soft cannula. The cause of the tear in the exposed portion of the soft cannula could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that blood glucose levels reached 476 mg/dl while wearing the pod for 12 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Blood glucose history is as follows: (B)(6).